Event description:
It was reported that during a hospitalization for an unrelated condition, a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment was not reported. Pd therapy was withdrawn. The patient was still in the hospital and recovering from the event of peritonitis. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h13d29071 and h13c21047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).